Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the patient had seven cassettes with two of them mixed with velletri caused a constant alarm of no disposable on the pump. No patient injury. No further details provided. No patient involvement reported.